Manufacturer narrative:
Manufacturing review: a complaint history review was performed. This is the third complaint reported for this product/lot number combination. The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for these reports. Investigation summary: the device was not returned for evaluation. Therefore, the reported material separation issue cannot be confirmed. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4(expiry date: 05/2022). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a chronic catheter placement procedure, the lumen and clamp were allegedly detached from the distal lumen. Reportedly, luer connector was missing from the distal lumen along with the clamp on the lumen. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 05/2022).

Event description:
It was reported that during a chronic catheter placement procedure, the lumen and clamp were allegedly detached from the distal lumen. Reportedly, luer connector was missing from the distal lumen along with the clamp on the lumen. There was no reported patient injury.